Manufacturer narrative:
(B)(4). CAPA: the event of angioedema is already present in the labeling. The event of malaise is unexpected. No corrective or preventive action will be initiated. Manufacturer narrative: there are no increased trends of medical complaint detected for the reported lot number a5100. Pharmacovigilance comment: the serious event of angioedema was considered expected and possibly related to the product. Seriousness critieria included the hospitalization and requirement for intravenous medications to prevent the progression of severe hypersensitivity. The non-serious event of malaise during injection was unexpected and possibly related. Alternative etiologies include hypersensitivity to botox, as serious and/or immediate hypersensitivity reactions, including anaphylaxis have been reported for botox. The available information for the events was limited. This case meets the criteria of seriousness and causality for expedited reporting to the regulatory authorities. Further information will be requested. Additional comments: it was not known if the device was available ofr evaluation.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 20-mar-2017 by a physician which refers to a female aged (B)(6). No medical history, concomitant medication, history of allergies or previous filler treatments was available. The physician also reported that the patient usually injects botulinum toxin twice a year. One month before the sculptra injection, the patient had been injected with 2 units of botox intramuscularly on the forehead for expression wrinkles. A botox retouch and sculptra were injected on the same day ((B)(6) 2017). On (B)(6) 2017, the patient received treatment with 20 ml sculptra (lot a5100) to the gluteal area with 26 g needle and deep dermis technique. The physician diluted one vial of sculptra in 2ml of lidocaine and 18ml of water, for a total volume of 20ml. Of this total of 20ml, the physician injected 10ml of the product in each side of the patient's gluteus. The physician reported that the patient didn't feel well during the sculptra injection (malaise) on (B)(6) 2017. The patient was recovered on the same day. The physician also reported that the patient required hospitalization for angioedema(angioedema) that began on (B)(6) 2017 and was discharged the same day. As corrective treatment for angioedema, the patient received hydrocortisone [hydrocortisone] 500 mg, decadron [dexamethasone] 10mg and difenidrin [diphenhydramine] 50 mg, intravenously on (B)(6) 2017. No lab test was performed. The patient was fully recovered on 15 or (B)(6) 2017. Outcome at the time of the report: malaise was recovered/resolved. Angioedema was recovered/resolved.

Manufacturer narrative:
(B)(4) follow-up 1 report. CAPA comments: the event of edema is already present in the labeling.

Event description:
Case reference number (B)(4) is a spontaneous follow- up report was sent on 03-apr-2017. The follow-up was with the physician by the galderma medical manager. On (B)(6) 2017, the patient received treatment with 20 ml sculptra (lot a5100) to the gluteal area with 26 g needle and deep dermis technique. Around 30 minutes after the application on (B)(6) 2017, the patient experienced edema(oedema) on face in the bilateral periorbital region. Outcome at the time of the report: edema was recovering/ resolving. Hospitalization was not mentioned in this follow-up.